Manufacturer narrative:
Result: eval of the returned unit did not confirm the reported issue of no power. The nurse call led turns on and off properly at the nurse call test fixture, alarms when weight is removed from the sensor pad and is silent when weight is no the sensor pad. However, if the sensor cable is wiggled inside the sensor receptacle, the unit sounds intermittently. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply and there is no visible damage to the alarm. Customer did not provide a date when the issue was discovered. This was discovered during setup and no pt incident or injury was reported.